Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The audio tone/vibrate feature on the insulin pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had beep anomaly. The customer¿s blood glucose level was unknown. The customer states the pump is continuing to beep. Troubleshooting was performed for beep anomaly. The insulin pump will not be returned for analysis.